Event description:
It was reported that the patient presented to physician office with sudden pain. Lead perforation was observed. High capture threshold was also noted. The lead was explanted and replaced. The patient was in good condition after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.